Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with implantation of a 2.5 x 28 mm xience prime stent in the mid left anterior descending (lad) artery and a 2.5 x 18 mm xience prime in the first obtuse marginal artery. On (B)(6) 2015, the patient was re-hospitalized with chest tightness. Coronary angiography was performed on (B)(6) 2015 and noted stenosis of 60% at the target lesion. Angioplasty was performed in the lad using a drug-eluting balloon. The patient condition resolved on (B)(6) 2015. No additional information was requested.